Event description:
It was reported that during an interrogation, the device displayed an error code. The device was able to correct itself, and further interrogation indicated that no issues were seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.